Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump populated the incorrect blood glucose (bg) value when calculating a bolus. The customer's bg level ranged from 99 mg/dl to approximately 135 mg/dl. The customer declined to perform further troubleshooting with tandem technical support.